Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced a low blood glucose (bg) level after the user self adjusted their pump basal settings. However, the exact bg value was not provided. The bg level was addressed by the user's healthcare provider adjusting the pump personal profile settings.